Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette-less alarm occurred. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was returned for analysis of a cassette-less alarm. Review of event log found a "high pressure" alarm and a "no disposable" alarm recorded in the event log several times. There has been no repair request in the past one year. The reported issue was not confirmed. As a preventive measure, the downstream occlusion sensor was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.